Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode is completely missing from the tip. The tip has clear markings and wear from use, via dark spots or heat marks. Product was out of the original packaging. No packaging returned. During functional evaluation, the device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma and coagulation due to detached electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the final inspection procedure found that the operator should check to ensure that the electrodes are free of damages or burrs and should verify that all devices meet specifications according to the final drawing and corresponding workmanship. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the electrode of the wand of the super multivac was missing when the package was opened. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. Results of investigation found the electrode of the wand is completely missing from the tip.